Manufacturer narrative:
Steris has made multiple attempts to obtain additional information regarding the reported event however, the user facility has not responded. From the information that was provided by user facility personnel, the reported event may be attributed to shipping/handling damage that the vaprox hc sterilant packing sustained. A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported that the outside packaging for their vaprox hc sterilant was "damaged" and "wet". An employee proceeded to open the packaging and observed a vaprox hc sterilant cup to be leaking. The employee proceeded to handle the damaged cup and obtained a "burn" to their thumb. It is unknown is medical treatment was sought or administered.